Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2014-21103, 21105. It was reported after the pt's permanent implant procedure, x-rays revealed that one of the scs leads had pulled out of the header. Subsequently, the pt's incision was re-opened to connect the lead back into the header. The pt has effective therapy post-operatively.